Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had intermittent power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 09/10/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: multiple power on reset events observed throughout black box. Pump is unable to maintain an electrical connection with returned battery cap due to cap detaching. Battery cap threads damaged. Battery compartment cracks observed in thread area and below grip pad. A "test" battery cap was used for all testing. Pump powers with test battery cap to a dim discolored display. Pump was exercised for 24 hours. No reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: corrections: the alert date of this event should have been reported as (B)(6) 2015. The correct serial number associated with this complaint is (B)(4).